Manufacturer narrative:
No part replaced. Covidien performed software upgrade only.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer inspected the device and performed software upgrade only. The unit passed extended self testing.